Manufacturer narrative:
Results - (other): visual inspection of the returned product showed that one lens haptic is torn off and there is a piece of the lens optic that is missing. Clear surgical residue/debris on the product. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon attempted to insert a cq2015 three piece collamer lens. The lens optic was nicked next to the trailing haptic. No patient contact or injury. The cause of the lens optic nick was that the lens was loaded too far back in the cartridge.